Event description:
It was reported that particulate matter was identified inside of a small volume folfusor. It was unspecified whether the particles were in the fluid pathway. This was identified at a baxter compounding facility after the device was manufactured/filled (with compounded fluorouracil), while it was being inspected, and prior to being labeled. There was no patient involvement as the device was not released to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Correction: this is a combination product. The cause of the problem is unknown. A CAPA has been opened for this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The occurrence date was sometime (B)(6) 2013. A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: lot number 13m094 was manufactured between november 25, 2013 - november 26, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One actual unit was received for evaluation. Visual inspection on the unit (via the naked eye) noted a particle 0.9 mm in length, floating in the fluid of the bladder. The particle was in the fluid path. The particle was identified to be polyester material via ftir spectrophotometer scanning. The unit did not meet product specification. Should additional relevant information become available, a follow-up medwatch will be submitted.